Manufacturer narrative:
Investigation into this event showed that replacement of the reagent packs with fresh packs and recalibration resolved the issue. While the root cause of the event could not be definitively identified, the data is consistent with improper reagent pack handling.

Event description:
A customer observed positively biased qc results for multiple assays on the 5, 1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.